Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported that patient underwent a revision procedure 17 years post-implantation due to pain and elevated metal ions. During the revision, significant trunnionosis was noted with tears in the gluteus medius and minimus. The acetabular cup was aseptically loose with only fibrous but no bony ingrowth. Black metallosis noted around the head and neck. Gluteus medius and minimus were found to be partially torn. The femoral stem was left intact, all other components were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item 00-7711-012-00/ ml taper / lot # 61422470; item # 00620005422 / shell porous /lot # 61439125; item # 00625006520/bone screw/lot # 61336952; item # 00625006530/ bone screw/lot # 61445389. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03313, 0001822565 - 2021 - 01778, 0001822565 - 2021 - 00377, 0001822565 - 2021 - 00347.